Event description:
This rv lead was implanted on (B)(6) 2017. And was explanted on (B)(6) 2018. In an email sent this lead was explanted, due to poor sensing. And the patient complained of dizziness. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).